Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the number of short ventricular intervals on the right ventricular (rv) lead was rising. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.